Event description:
A distributor reported on behalf of a customer that the device, trs100sb2, anchor tissue retrieval system, was being used in an unnamed procedure on an unknown date and ¿the metal rod protrudes out of the bag when the string is pulled to close the retrieval bag after specimen is put in. The string could not tighten fully (thus bag unable to close fully) as the rod is still stuck inside the ring.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the device, trs100sb2, anchor tissue retrieval system, was being used in an unnamed procedure on an unknown date and ¿the metal rod protrudes out of the bag when the string is pulled to close the retrieval bag after specimen is put in. The string could not tighten fully (thus bag unable to close fully) as the rod is still stuck inside the ring.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction can not be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 35 reports, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.